Manufacturer narrative:
On february 19, 2019 immucor technical support used a remote electronic connection method to review test records from the relevant run on the neo instrument serial number (B)(4). On february 21, 2019 a similar remote connection was made the echo instrument serial number (B)(4). No errors during processing were noted. Following consultation with the customer, the possibility could not be ruled out that the new antibody was a mix of igg and igm making the detectable amount of igg right on the edge of detection (this would not affect the peg testing).

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen results using capture-r ready-screen 3 on the neo instrument.